Manufacturer narrative:
On (B)(6) 2017, the customer reported that the pump bolus delivery did reduce the high bg level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (253 mg/dl). A correction bolus was delivered via the pump to address the bg level. The customer did not know the cause of the high bg. The customer had discussed the event with a healthcare provider and the pump settings had been adjusted; however, the bg level remained high. A pump system check was performed using the current supplies on the pump. No device issues were identified. Tandem technical support advised the customer to discuss the events with the healthcare provider.